Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 7.1 cm thoracic aortic aneurysm. Vessel morphology was reported as the aortic arch had two significant bends; both bends are greater than 60 degrees, appearing like a reverse "c." It was reported that the physician started the deployment of the stent graft, lower than intended due to the significant bend in the aortic arch which resulted in misaligned deployment. The physician was able to pull the stent graft down correcting the misaligned deployment; however, the stent graft was implanted lower than intended. The physician successfully placed a second device to cover the inaccurate delivery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4) (secondary intervention) - (B)(4): eval results: did not follow the recommended deployment technique in the instructions for use.